Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of cable connections fail open or short for excelsius gps. A globus medical field service engineer visited the customer location and was able to connect the system to the imaging equipment with no issue. The observed overall risk level is 4, or low, which is below the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
System will not connect with cam. All these problems have happened after the installation of the new software. We've had issues on every case.